Event description:
It was reported that the ilet bionic pancreas displayed repeated restart messages with alert 38 for consecutive stalled motor events, and meal announcements dosed only 2%, while the user¿s blood glucose was 339 mg/dl; the user had been attaching the cartridge to the connector outside of the ilet, which introduced a likely line blockage, and insulin delivery resumed after a full supply change and a guided dry run. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included restoration of insulin delivery with no hospitalization or medical intervention beyond troubleshooting and education. Investigation included product-use review, user interview, and functional checks via a dry run with replacement infusion set, connector, and cartridge. Investigation of this case revealed a supply and setup issue consistent with flow restriction leading to motor stalls, with no visible damage to removed components. It was concluded that the event was attributable to incorrect assembly resulting in an occlusion-like condition and that the device functioned as designed after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.